Manufacturer narrative:
Device evaluated by manufacturer: report of paravalvular leak could not be confirmed through visual examination. Report of insufficiency could not be confirmed due to condition of valve as received. Leaflet 1 had a cut of approximately 5mm near commissure 1. Leaflet 2 had two cuts of approximately 13mm on the cusp region and 5mm near commissure 2. Leaflet 3 had four cuts of approximately 11mm on the cusp region, 2mm and 3mm near commissure 3, and 3mm near commissure 1. All cuts had smooth and straight edges. X-ray demonstrated slight wireform distortion around commissure 3, and commissure 1 bent. The wireform was exposed on commissure 3, and the sewing ring was cut near leaflet 1. Manufacturing records were reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the product evaluation findings and the information received, operational context and patient condition most likely contributed to this event. A product deficiency was not identified. Of note it was reported that "the annulus in the area of the dehiscence had pulled away from underlying muscle and that this was a weak area of the annulus, thus was causing the problem." No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative the device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 25mm bioprosthetic aortic heart valve was explanted after fifteen (15) days due to insufficiency and paravalvular leak. Per obtained information, the device was implanted without complication. The patient experienced ventricular fibrillation in which they were able to be defibrillated and paced. The patient was taken the ICU in stable condition. The post-operative course was complicated by congestive heart failure. On pod #2, the patient experienced atrial fibrillation leading to heart block in which a pacemaker was implanted. Echocardiogram revealed mild to moderate aortic insufficiency and there was evidence of paravalvular leak with dehiscence of the valve at the juncture of the left and right coronary leaflets. Therefore, the patient was returned to the operating room on pod #15. Upon examination, the surgeon found the area of dehiscence just lateral to the left coronary ostium, extending to the site of the left and right commissure. Initially, an attempt was made to place additional sutures and the patient was weaned from bypass. Tee demonstrated persistent aortic insufficiency; therefore, the valve was excised. "We noted that the annulus in the area of the dehiscence had pulled away from underlying muscle and that this was a weak area of the annulus, thus was causing the problem." Another 25mm pericardial bioprosthesis was used in replacement and the patient was transferred to the ICU in stable condition. Post-implantation tee showed no aortic insufficiency with a well-seated valve.